Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 03/20/2025. An investigation was conducted on 05/09/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact with no visual defects observed. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- c-ring' was not confirmed the lot # 3000456184 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c arm broke. Another vh 4000 kit had to be opened in its place. There was no harm to the patient. There were no elements left behind. There was no procedural delay,

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h11. Corrected section: h6-removed operational problem (114) & cause traced to device design (12).